Event description:
Event detail: it was reported that the patient complained of pain in the right shoulder. After a review of the x-rays, it showed that the implant had dislodged (moved from the prepared site). The patient was scheduled for surgery to remove the implant. After the implant was removed, the surgeon did not replace the implant with another device.

Manufacturer narrative:
Investigation in process.